Event description:
Overdelivery noted during routine preventative maintenance testing by customer biomedical engineering department. The exact amount of overdelivery was not recalled. There was no pt involvement. There were no reports of any pt incidents while the device was in clinical use.